Manufacturer narrative:
The reported problem was resolved upon replacing the lamp. It was reported to olympus that the lamp life meter was at 500 hours. Based on the available information, the likely cause can be attributed to maintenance. As stated in the instructions for use, as a preventive measure, "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one....."

Event description:
Olympus was informed of a report of an e102 error generated by the olympus, clv-190 light source. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, since the lamp life was 500 hours, it is likely the lamp has exceeded its useful life.